Event description:
The reported issue involves two freedom onboard batteries and are reported under two separate medical device reports: freedom onboard battery s/n (B)(4) (MFR report # 3003761017-2015-00049) and freedom onboard battery s/n (B)(4) (MFR report # 3003761017-2015-00050). The customer reported that the freedom onboard batteries were unable to hold a charge on the freedom driver while supporting a patient. The patient subsequently exchanged the freedom onboard batteries. There was no reported adverse patient impact. This alleged failure mode poses a low risk to the patient because although the freedom onboard batteries were unable to hold a charge, it did not prevent the freedom driver from performing its life-sustaining functions. In addition, patients are provided with several onboard batteries, and the freedom driver has a redundant power source of external wall power. The freedom onboard batteries will be returned to syncardia for evaluation. The results of the investigation will be provided in supplemental mdrs.